Event description:
It was reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer had been using the tandem charging pad and wall adapter but not the charging cable. The pump began charging after being plugged into a working outlet for at least 30 minutes. Customer continued to use the pump for insulin therapy.